Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 weeks after the dental implant was installed in intraoral region #5 it was verified its non- osseointegration. 60 ncm of primary stability was achieved and immediate load was not executed. The patient presented insuficient bone quantity/quality (bone type IV) and bone graft was executed.